Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed and was not detected on the bus. The customer attempted troubleshooting by shutting down the station¿unplugging the power cord from the back and waiting 2¿5 minutes¿but the issue persisted. The customer indicated that this malfunction caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported in connection with this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated connections and cleared debris from drawer and tested. Customer inventoried and was satisfied. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.